Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that he experienced a high blood glucose level of over 600 mg/dl and a low blood glucose level of 37 mg/dl. The customer treated his blood glucose level with the insulin pump. The high pressure test passed. The customer treated his low blood glucose level with food. The reservoir was showing more insulin than what is shown on the status screen. The device was not returned.